Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, inappropriate shock therapy and anti-tachycardia pacing (atp) were observed. Programming changes were not made. Physician stated that patient needed rate control medication adjustment because of atrial fibrillation (af) with rapid ventricular response (rvr). No patient complication was reported.